Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited failure to extend, failure to retract the helix and difficult to remove stylet from lead. The lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of difficulty to remove stylet and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. X-ray examination found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. Unable to test the stylet removal due to the overtorqued inner coil inside the connector region. The cause of the reported event was due to the overtorqued inner coil and helix being clogged with blood/tissue.

Manufacturer narrative:
Correction: b3 and e1 section.